Event description:
In 2009, a company representative reported that the metal cannula of the "pig tail" of the infusion set had pierced the infusion tubing causing insulin to leak. Upon follow up with the mother she stated that the patient wears the infusion set on her leg and it may have been the action of the patient pulling up her pants that bent the cannula and punctured the infusion tubing. The patent was sent replacement infusion sets. In the next day, the patient's diabetes nurse reported that the patient's blood glucose was elevated. Upon follow up with the patient's mother she stated that the patient's normal morning blood glucose range is 5-11 mmol/l (90-198 mg/dl) and her evening level is 10mmol/l (180 mg/dl). The mother stated that the patient's blood glucose was elevated to 22.9 mmol/l (142 mg/dl) at 7:00am 2 days later, and she bolused 17 units through the infusion device. At 8:00am her blood glucose measured 31.2 mmol/l (562 mg/dl) and she administered insulin via pen. The patient's mother stated that there was no insulin coming out of the infusion tubing. At 10:00am the patient's blood glucose measured 17 mmol/l (306 mg/dl) and she reconnected to the infusion device and programmed a 200% temporary basal rate increase. No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.